Event description:
On 11/05/1998, the facility's or supervisor informed the manufacturer's sales representative of two (2) events concerning the same patient. This report concerns the first event (ref. MDR# 1056436-1998-00109 for the second event). The facility's or supervisor also provided the manufacturer's sales representative with a medwatch report which states the following: the device was identified to be leaking when the patient went for chemotherapy and as a result, the device was explanted and replaced on 10/30/1998. With the same catalog/lot number. Upon explant of the device, the surgeon found a crack in the device catheter. On 11/02/1998, patient access was attempted with the replacement device and the replacement device was also found to be leaking. When removed, it appeared to have an identical crack in the tubing. The lot numbers of the device were identical. No further details were provided.